Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. This record represents the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, barker grade iii.

Event description:
Health care professional reported capsular contractures both baker grade iii. The device remains implanted.